Event description:
It was reported that the patient experienced inadequate stimulation and felt that the spinal cord stimulator (scs) had made no difference to her pain. Re-programming the scs settings was attempted; however, it was not successful. The patient underwent a procedure where the scs system was removed. There were no reported complications postoperatively and the patient is expected to recover. The explanted devices will not be returned as they were disposed by the medical facility.

Manufacturer narrative:
Additional suspect medical device component(s) involved in the event: model number/catalog number: sc-2352-70. Serial number: (B)(6). Batch/lot number: 2000023325. Model/catalog description: linear 3-4 lead 70 cm unique identifier (UDI): (B)(4). Model number/catalog number: sc-2352-70. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: linear 3-4 lead 70 cm. Unique identifier (UDI): (B)(4).